Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the battery was not holding charge and the battery uninterruptible power supply (ups) was not holding charge. The battery ups was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that the returned battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge before testing. The ups ran for four minutes before shutting down. The battery should be able to power this load for at least three minutes. No problem found. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system was charged for over 24 hours and the system powered down. There was no patient present when this issue was observed.